Event description:
Home patient reported heater bag was inflated with air in dwell 4/5 during automated peritoneal dialysis treatment. Home patient discontinued treatment at that time and noted cassette of homechoice set had 2 small pin holes in it. Health care professional administered prophylactic antibiotics later that same day. Per home patient, no injury resulted.